Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). Initial reporter occupation: lawyer. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that there was pain and concern of chromium levels for patient. Update 27 mar 2019 (B)(4) has been re-opened due to receipt of pcf and medical records. Pcf has no new allegation. After review of medical records, patient was revised to addressed failed right total hip arthroplasty secondary to metallosis and adverse local tissue reaction. There is blackish debris at the interface between the metal liner and the acetabular component and a blackish material within the morse taper of the hip ball and on the trunnion of the stem. Doi: unknown; dor: (B)(6) 2018; right hip.